Event description:
The customer reported that the device was not sealing properly during a laparoscopic nissen case. It is unk if this caused any blood loss or oozing. It is also unk if end tones or regrasp alarms were heard when the device was in use. There was no reported patient injury. No further info is available from the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.